Event description:
Customer stated the device was providing results in the 200 to 300 mg/dl range throughout the day. In the evening the customer passed out. A blood glucose test was done and the result was 189mg/dl. An ambulance was called and when paramedics tested the customers blood glucose the result was 29mg/dl. The customer was taken to the hospital and given an IV. A lab was performed with a result of 213mg/dl and the customers device read 364mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.